Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when pump is started up, if the cassette lever is in the open position, you are able to change the program. Once the cassette lever is closed it immediately alarm cassette not attached properly, reattach cassette. This occurred during testing. There was no patient injury reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 17-aug-2022 for bubbled dso seal. Incorrect installation of the down stream occlusion (dso) seal can adversely impact the dso sensor, but there was no indication of an issue with the previous repair in the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found the reported "cassette not attached properly" problem was duplicated. When power up pump an close lever started to alarm cassette not attached properly. However, in event history log show multiple high alarm displayed: cassette not attached properly. Recommend replaced downstream occlusion sensor. The root cause of the issue could not be determined. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).